Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the device had water damage. Customer's blood glucose was unknown. Device was exposed to pool water. There was moisture under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.